Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No damage found on the motor slide and motor assembly during visual inspection. The displacement test functioning properly. The motor was tested outside of the device and passed. All buttons functioning properly. No button error alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed button error and they were unable to insert a reservoir as the pump piston wasn't working properly. The customer¿s blood glucose level was 324 mg/dl at the time of the incident. The pump failed a displacement test. Troubleshooting was not completed. The insulin pump will be returned for analysis.